Event description:
On (B)(6) 2012, the facility's physics department informed accuray that the total targeting error results determine by end to end testing were out of specification. No serious injury reported to date.

Manufacturer narrative:
Accuray is investigating this issue with the user facility and will provide results when available.